Manufacturer narrative:
(B)(4). The customer reported the device failed to discharge during a pt event. The customer reported that there was no negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed to discharge during a patient event. The customer reported that there was no negative pt impact.